Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of (B)(4) units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer added more insulin and started the load process again and the issue was resolved.